Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that four days after insertion of the intra-aortic balloon (iab) there was a sudden appearance of blood in the helium line with the pump stopped. The iab was removed, but not replaced. The patient expired, but the death was not attributed to the device by the facility. Indication for use was vsr (ventricular septal rupture).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3 cm from the rear seal measuring 0.013 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that four days after insertion of the intra-aortic balloon (iab) there was a sudden appearance of blood in the helium line with the pump stopped. The iab was removed, but not replaced. The patient expired, but the death was not attributed to the device by the facility. Indication for use was vsr (ventricular septal rupture).